Event description:
The customer stated a pt sample generated discrepant wbc results on the cell-dyn 4000 analyzer. A pt generated an initial wbc result of 2.32 k/ul and upon retest, the result was 7.64 k/ul. No suspect parameter flags or invalid data flags were generated. No impact to pt management was reported.

Manufacturer narrative:
Result - wbc flow line and fitting. The wbc syringe cup was examined and no issues with the syringe were observed. The wbc syringe cup was washed. Peristaltic pump tubing was changed the previous day. The problem was not resolved after maintenance was completed and field service was dispatched. It was confirmed from the data that blood clots remained in the wbc flow line. The wbc flow line was replaced (including the fitting, which had a blood clot in it). The line from the wbc cup was washed with bleach. Precision (n=20) was run twice and normal reproducibility was seen. A specimen was run and recovered as expected. Cell-dyn 4000 system operator's manual outlines problem sources, probable causes and corrective actions for imprecise wbc/nrbc data. A flow chart for troubleshooting imprecise wbc is given on pages 10-185, 10-186 which includes, (page 10-186) flushing of the lines into and out of the wbc dilution cup. A review of complaints for the period september 2007 through march 2008, did not indicate an adverse trend for the cell-dyn 4000, for issues with erratic wbc. No systemic issue was identified. This is the final report. End of report.